Event description:
It was reported that suture placement was attempted with a proglide device in the right common femoral artery using the perclose technique prior to an abdominal aortic aneurysm interventional procedure. Reportedly, the device failed to deploy. A second and third device were used with the same results. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. During device analysis needle deployment and suture retrieval were successful. The reported failure to deploy was not confirmed. Based on a visual and functional analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. (B)(4) unused sterile proglide devices with the same lot number, 40709k1, as the complaint device were returned for evaluation. Functional testing was performed on the unused sterile devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected with the unused sterile devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices reference, are filed under separate medwatch MFR numbers.